Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell out of a chair, and as a result, the touch screen became shattered and unresponsive. Customer¿s blood glucose was 383 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.